Event description:
It was reported that shortly after implant this right atrial lead got dislodged as confirmed through x-ray. This lead was successfully revised and remains in service. No additional adverse patient effects were reported.